Event description:
A customer reported a cracked and the touchscreen was unresponsive and illegible/unreadable which made it impossible to interact with the device. The damage was confirmed to be under the screen protector. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. The customer planned to use multiple daily injections as a backup for insulin delivery. Technical support arranged for a replacement pump with updated software to be sent to the customer. Instructions and training were provided, and the customer was advised to return the defective pump using a pre-paid label within ten days. The customer understood and acknowledged these instructions.